Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to try a new flow sensor. Part number was provided to the customer. The part was returned to the manufacturer for investigation: it was determined the root cause was isolated to the u1 component on the air flow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator flows are out of specifications. The ventilator was not in use on a patient at the time of the event occurred.